Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused polatuzumab during delivery. The pump was programmed to administer at 77 ml/hr (for the 116 ml bag to be infused over 90 minutes). The medication on the secondary line was dripping, and fluids were not being pulled from primary line. After 90 minutes of the infusion, 50% of bag was remaining. Rn manually counted drop factor and medication was only being delivered via the pump at half the rate of what the pump was set at. Per infusion pump 148ml had been delivered. Rn then changed tubing to different pump and administered at same rate and checked drop factor and medication was being administered at proper rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.